Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Pt added a second drop during the second test. This pre-analytical technique may contribute to inaccurate inr result or testing error. Be advise to apply a single hanging drop of blood on sample well. Customer has skin cancer and is using a topical ointment for treatment. Pt current medication and health status may lead to unexpected inr result or testing error. Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inratio: 6.0, 2nd inratio: 5.1, mean: 5.55, sd: 0.64, %cv: 11.47. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Inr result of 2.1 was excluded from data analysis because time between tests exceeded three hours. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Customer adding second drop of sample could affect inr testing. Analysis of the client's data from repeated inratio tests revealed that test result comparison met precision criteria. However, inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in point of care and lab based pt testing. Retained strip test history has been reviewed. All test results have met product performance criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows. For testing performed on (B)(6) 2011, pt obtained 6.0 and 5.1 twice within minutes. Pt noted adding a second drop during the second test. Therapeutic range is 2.0 - 3.5.